Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d9, g3, g6, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, as a 6/7f mynx control vascular closure device (vcd) entered a non-cordis sheath, the operator felt a strong sense of resistance, so the vcd was removed. The sealant protection cracked while passing through the sheath, so the sealant first met the blood and reacted. The device was stored, prepped and used in accordance with the instructions for use (IFU). Manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The vcd was used in a percutaneous transluminal angioplasty procedure using a retrograde approach. Patient information was requested but is not available. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 6f sheath. The sheath was not kinked or bent upon removal. There was no visible bend or damage in the distal end of the balloon shaft after removal. Excess force was applied during insertion. There was little vessel tortuosity. The sealant sleeves were not out of position. The device was removed from the package per the instructions for use. The device was returned for evaluation as previously expected.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2214402 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, as a 6/7f mynx control vascular closure device (vcd) entered a non-cordis sheath, the operator felt a strong sense of resistance, so the vcd was removed. The sealant protection cracked while passing through the sheath, so the sealant first met the blood and reacted. The device was stored, prepped and used in accordance with the instructions for use (IFU). Manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The vcd was used in a percutaneous transluminal angioplasty procedure using a retrograde approach. Patient information was requested but is not available. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 6f sheath. The sheath was not kinked or bent upon removal. There was no visible bend or damage in the distal end of the balloon shaft after removal. Excess force was applied during insertion. There was little vessel tortuosity. The sealant sleeves were not out of position. The device was removed from the package per the instructions for use. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, h3 and h6 as reported, as a 6f/7f mynx control vascular closure device (vcd) entered a non-cordis sheath, the operator felt a strong sense of resistance, so the vcd was removed. The sealant protection cracked while passing through the sheath, so the sealant first met the blood and reacted. The device was stored, prepped and used in accordance with the instructions for use (IFU). Manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The vcd was used in a percutaneous transluminal angioplasty procedure using a retrograde approach. Patient information was requested but is not available. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 6f sheath. The sheath was not kinked or bent upon removal. There was no visible bend or damage in the distal end of the balloon shaft after removal. Excess force was applied during insertion. There was little vessel tortuosity. The sealant sleeves were not out of position. The device was removed from the package per the instructions for use. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were fully depressed, and the sealant was not returned for this evaluation. Nevertheless, the sealant outer sleeve assembly did not show evidence of a crack as received. Neither the syringe, nor the catheter sheath introducer (csi), were returned with the evaluated device. Since the procedural csi was not returned, a functional test was executed using an applicable cordis lab sample csi to emulate the csi introduction. During this test, no friction nor any situation that may impede the csi introduction was observed. Visual inspection at high magnification showed that there were no damages nor evidence of another type of anomaly on the sealant outer sleeve assembly as received. However, this analysis was done in the deployed state of the device as the sealant was not received for the evaluation and the device deployment mechanism was already triggered. A product history record (phr) review of lot f2214402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿mynx control system-impeded,¿ ¿sealant sleeves (cartridge assembly)-cracked,¿ and ¿mynx control system-deployment difficulty-premature¿ were not confirmed through analysis of the returned device as they passed visual/functional analysis and was received fully deployed. The exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analysis, handling factors (excess force was applied during insertion) and/or the condition of the procedural sheath (although not returned for analysis) may have contributed to the impedance reported. It should be noted that the slits in the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggest that the issues experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.